Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose. Customer's high blood glucose was 467 mg/dl and low blood glucose of 40 mg/dl. Customer¿s current blood glucose level was 307 mg/dl. The customer declined to troubleshooting high and low blood glucose level. The customer did not provide any symptoms regarding high or low blood glucose. Customer treated low blood glucose with tablet. The customer¿s blood glucose was 98 mg/dl and the sensor glucose was 189 mg/dl at the time of the incident. Sensor glucose and blood glucose difference was 91 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose was greater than blood glucose. Insulin delivery was suspended due to sensor glucose and blood glucose difference values. The insulin pump was not returned for analysis.